Manufacturer narrative:
D4: primary unique device identification (UDI) number: (B)(4). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by our edwards lifesciences japanese affiliate, during an unspecified amount of time, post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20mm sapien 3 ultra resilia valve, hemolysis was observed and the perceived root cause was noted to be paravalvular leak (pvl). At a later date, the patient underwent a balloon aortic valvuloplasty (bav) and following the procedure, was reported to be stable. Additional information received indicated the lactate dehydrogenase (ldh) was approximately 1000 u/l; however, the presence of anemia was unknown. The aortic annulus area was 3.2-3.3cm2 and there was minimal aortic valve calcification. The inflation volume during initial implantation was 12 cc (+1 cc) and the degree of pvl at implantation was trivial to mild. At the time of hemolysis diagnosis, the degree of pvl was reported to be greater than at the time of implantation (degree unknown). Device remains implanted and will not be returned for evaluation.